Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard administration set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that IV tubing broke between the 2 stopcocks. It was not noticed until blood had back flowed all the way to the broken area.

Manufacturer narrative:
The customer reported issues with the stopcock connection, and returned one photo of the issue, of material mx4452, lot unknown. Upon initial visual examination, the connection issue could be verified. The damage or any issue on the stopcocks could not be verified. There is no physical sample available. The root cause for the stopcock issue could not be determined without a replicated sample investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.